Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 494 mg/dl. Customer delivered correction via the insulin pump. Recommendation was made to discuss diabetes management with health care provider.

Manufacturer narrative:
The failure investigation has been completed. The data logs revealed that on (B)(6) 2016, an auto off alarm was observed; insulin delivery was suspended for 15 minutes. The user was able to clear the alarm and resume delivery. Functional testing was performed and no issues were identified related to the reported issue.